Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The following tests were completed for 10 reference samples of lot 6001720: 1.-4902139 connector quality criteria for printing, version 8. The visually inspect and no deviations identified. 2. 4902104, click test on customer complaints (pruebas de click en quejas del cliente), version 9. No deviations were identified. 3.-4902104 test for static pull: static pull base-connector, no deviations were identified.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. Patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that four tubing connectors detached from infusion set due to which hyperglycemia occurs. High blood glucose level was 23.4 mmol/l and treated by the insulin pump. No further information was available.